Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Concomitant medical products: etlw1613c156e, sn (B)(4), expiration date: 2019-01-19, UDI # (B)(4); etlw1610c156e, sn (B)(4), expiration date: 2018-11-28, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm on (B)(6) 2017. It was also noted that aptus endoanchors were used to prevent neck dilatation. Two stents from another manufacture were used as well. It was reported that the patient experienced 1100cc of blood loss requiring a 2 unit transfusion; an elevated temperature of 102.8 degrees including chills and a white blood cell count of 17.6, which required medication; and hypotension consisting of low arterial pressures and decreased urine output, for which the patient was given fluid boluses and albumin. All of these issues were assessed by the physician/investigator to be related to the index procedure and all resolved with treatment. No additional clinical sequelae were reported and the patient is fine.